Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced recurring incontinence due to an artificial urinary sphincter (aus) failure. A surgical procedure was performed in which a new balloon was implanted; the existing cuff was replaced and a second component was added. The patient was said to be recovering following the procedure.